Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a (B)(4) ventilator generated a ventilator inoperative message and "quit ventilating." Although reported that the device "quit ventilating" a review of the diagnostic logs indicates the device entered backup ventilation. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found a relevant diagnostic code and that when the device was turned on, it was inoperative. The fse completed the extended self test (est) which cleared the diagnostic code. The se performed calibrations and extended self-testing on the device and all tests passed. The fse was unable to duplicate the reported issue. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a (B)(4) ventilator generated a ventilator inoperative message and "quit ventilating." The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Although reported that the device "quit ventilating" a review of the diagnostic logs indicates the device entered backup ventilation.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ven tilator generated a ventilator inoperative message and "quit ventilating." Although reported that the device "quit ventilating" a review of the diagnostic logs indicates the device entered backup ventilation. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found a relevant diagnostic code and that when the device was turned on, it was inoperative. The fse completed the extended self test (est) which cleared the diagnostic code. The se performed calibrations and extended self-testing on the device and all tests passed. The fse was unable to duplicate the reported issue. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ventilator inoperative message and "quit ventilating." The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Although reported that the device "quit ventilating" a review of the diagnostic logs indicates the device entered backup ventilation.